Event description:
It was reported that the right ventricular (rv) lead had high impedance and was suspect of a possible fracture. The rv lead was removed from the left side and a new rv lead and system was implanted on the patient¿s right side as the vein was too occluded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. (B)(4).